Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The vessel locator wing retraction problem could not be replicated in a testing environment due to the condition of the returned device. The difficulties removing the device and failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported retraction problem however the difficulties removing the device, failure to achieve hemostasis, and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se with a 6fr sheath after an interventional procedure. Reportedly, following clip deployment the vessel locator wings would not retract. An attempt was made to use the safety release mechanism; however, this was unsuccessful. Resistance was felt when attempting to remove the device. A cut-down procedure was used to remove the device and suture the artery closed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.